Event description:
Related manufacturer reference number: 2017865-2021-38132. It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited insufficient battery power. The left ventricular (lv) lead exhibited high capture threshold. The ICD and lv lead were explanted. The patient was stable.

Event description:
New information received noted that the patient's left ventricular lead exhibited dislodgement due to the patient's heart enlargement.